Event description:
This lead was implanted on (B)(6) 2012, and was explanted on (B)(6) 2013, due to a patient condition. There was also increased in thresholds to 2.8 @ 0.4ms/sensing 0.3mv. It also caused the lead to move with no slack. Physician attempted to reposition and then opted to replace the lead. The physician was dr. (B)(6) at (B)(6). No addtional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).